Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2020 with the blood glucose level of 60 mg/dl. Customer experienced symptoms such as vomiting and was feeling lost. Customer was treated with glucose tablets and intravenous with sugar in hospital. Customer was using auto mode of insulin pump. Customer declined for troubleshooting of low blood glucose levels. The insulin pump will not be returned for analysis.